Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) intermittently does not power up. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
The carefusion failure analysis lab inspected the unit and was able to duplicate the reported issue. The display, touch screen, encoder, panel buttons and led¿s function normally. The root cause of the reported issue was due to low voltage. This reported issue will be tracked and internally investigated.